Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were not reported. The patient reported the device was removed. Per the patient the "physician put the pump in" and "did not do it right". The patient got an infection so the patient had the pump removed and the patient "almost died". The patient no longer had a follow-up physician. The device information, serial numbers of the device, the drug being delivered, other medications the patient was taking at the time of the event, the patient's pertinent medical history, clarification of the infection, diagnostics related to the infection, and the cause of the infection not reported. Further follow-up will be conducted to obtain information. If additional information is received a follow-up report will be sent.